Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Hardware low level failure alarm confirmed in the pump history due to broken electrical board trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure for the second time. Customer¿s blood glucose was unknown. Customer stated that bolus was recorded in daily history. Insulin pump will be returned for analysis.